Event description:
It was reported that the target lesion was in the av groove circumflex. The proximal left circumflex (lcx) was moderately diseased, with the mid lcx noted to be severely diseased involving the takeoff to the 1st obtuse marginal (om). A 0.014 non-abbott guide wire (guide wire a) was placed in the av groove circumflex and another of the same type of non-abbott guide wire (guide wire b) was placed in the 1st om. After pre-dilation of the av groove lcx was done with a 3.0 x 20mm non-abbott balloon , the 2.75 x 23 mm promus stent was deployed, jailing the guide wire (guide wire b) at the om at a low pressure (8 atm). Per the physician, the promus stent was deployed in the desired location. Then the guide wire which had been placed in the om (guide wire b) was pulled back into the proximal lcx, proximal to the stent, and the stent was post-dilated with the stent delivery system (sds) balloon at 10 atm. Post-dilatation was considered standard procedure; there were no issues with the deployment of stent. The stent was re-crossed stent with a non-abbott guide wire (guide wire b) placing it in the distal av groove circumflex. Guide wire b could move freely inside the stent. Guide wires a and b are now both in the distal av groove, distal to the implanted promus stent. Images were taken and the om did not appear jailed. The om was re-crossed with guide wire b back from the distal lcx/av groove to protect the om while post-dilating. It was confirmed that the guide wire was in the stent lumen and was not caught underneath a stent strut.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dil cath: apex monorail 3.0 x 20; quantum 3.0 x 15. Guide wire: (3) luge .014 x 182. Guide cath: medtronic 7f launcher ebu 3.5. The stent remains in the patient. A follow up will be submitted with all relevant information. Post-dilation was performed at 13 atm with a 3.0 x 15mm non-abbott balloon in the proximal and mid segment, and 10 atm in the distal segment. When removing the non-abbott balloon, guide wire b was moved back 2 cm, so only the radiopaque portion remained in the om and was left in this position. Final angiography was performed with both guide wires in place, with guide wire a down the av groove and guide wire b down the om, and everything looked good. During the removal of guide wire a, slight resistance was noted. However, the wire was successfully retracted. During retraction of guide wire b, it became stuck. Gentle push and pull was attempted, resulting in slight movement of the guide wire back, but the guide wire subsequently separated at the junction of the radiopaque and radiolucent segment with the separated segment detached in the om. During which, the implanted promus stent became damaged on the proximal end. The stent was attempted to be re-crossed with another of the same non-abbott guide wire (guide wire c) and a different non-abbott guide wire in an attempt to snare the stent and separated portion of guide wire, but both were unable to cross crumpled stent. No further attempts were made and the patient was sent to surgery for bypass. After bypass surgery, the patient had some bleeding post surgery and had to return to the or. The patient remained hospitalized for 8 to 10 days. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Factors that could contribute to the reported difficulties include, but are not limited to, interaction of the guide wire with the stent implant if the stent is not fully expanded and apposed, the guide wire caught underneath the implanted stent, or damage to the stent or guide wire. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, a sampling of units are destructively tested to verify proper stent deployment. In this case, stent delivery system (sds) and guide wire used were not returned for analysis which may have aided the investigation. There was no note of any damage to the stent implant observed prior to the procedure and there was no issue with the stent deployment, which may suggest that a product deficiency did not contribute to the difficulties experienced. It is possible that the multiple use of the guide wire caused damage to the device, resulting in an interaction with the promus stent during retraction, contributing to damaging the deployed stent. A conclusive cause for the reported difficulties could not be determined; however, there is no indication of a product quality deficiency. Hemorrhage is a known adverse event as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). A conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database for the reported lot revealed no similar incidents reported for difficult to remove the guide wire or device damaged by another device.